Event description:
It was reported the ultrawand device created steam from behind the heart during ablation. The surgeon removed the ultrawand device while ablation algorithm was still running and noted that the saline was boiling. The ablation control system (acs) displayed a temperature of 80c. The surgeon inspected the site and the anesthesiologist monitored the electrocardiogram after discontinuing cardiopulmonary bypass and monitored pressures throughout the case. There were no reported patient consequences. The surgeon stated that if he had held the ultrawand down any longer, the patient would have been at risk.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. Once the investigation has been completed, a followup report will be submitted.